Event description:
Date of event: 2009 according to the information received, a pharmacy reported a misassembled catheter on behalf of an end user. The catheter was assembled upside down.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. To date, there have been no additional complaints recorded for this lot number. Device not received by manufacturer.